Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had no capture at max output and had dislodged into the right atrium. The rv lead was explanted and replaced. Additionally, it was reported that the atrial lead had moved. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. However, it was noted that the proximal conductor of the lead became extrinsically fractured due to melting, the outer insulation of the lead was extrinsically breached due to melting, and visual summary analysis of the lead indicated apparent explant damage.